Manufacturer narrative:
(B)(4). The complainant indicated that the device is in pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 7, 2022 that an auriga 30 laser console was used in a procedure performed on (B)(6) 2022. During the procedure, the footswitch of the laser console was observed to be damaged. The procedure was unable to be completed due to the event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.